Event description:
On (B)(6) 2011, the pt contacted animas and reported elevated blood glucose (bg) levels. The pt indicated that while changing an infusion set that morning at 5:30 am, he lost the cartridge cap. The pt reportedly was able to prime the pump and reconnected without the cartridge cap in place. The pt claimed that he received multiple loss of prime warnings throughout the day while attempting to operate the pump with the cartridge cap. At 2:50 pm that same day, the pt reportedly obtained a "hi" reading which indicates a possible bg level exceeding 500 mg/dl. The pt attempted to deliver a correction bolus at the time but continued to get loss of prime warnings. At 4:40 pm, the pt rechecked his bg and got "hi". The pt was reportedly able to deliver a correction bolus of 6.50 units. The bolus was confirmed in the pump history. The pt denied having any symptoms of hyperglycemia during the time of concern. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that he developed an elevated blood glucose level which meets animas' criteria for a serious injury after attempting to use the pump without a cartridge cap.

Manufacturer narrative:
At this time, the pump was not requested to be returned to animas for eval.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(6) 2011 and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.